Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 486 mg/dl. Customer treated low blood glucose with bolus through the insulin pump and declined to troubleshoot the high blood glucose. Customer also had a sensor expired alert and this would be normal to receive this alert and had customer connect transmitter back to sensor and start new sensor. Customer advised to monitor the insulin pump and call back if needed. The device will not be returned for analysis.